Manufacturer narrative:
It was reported that there was no patient involvement when the issue occurred. No patient or user harm reported. The customer stated that after replacing flow sensor assembly, the device was displaying error code 1109. During troubleshooting, the customer verified the alignment, and the device passed testing; however, after running in normal mode for 30 minutes, the device was again displaying the error code 1109.

Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator had a machine pressure sensor autozero failure. It was unknown how the issue was found. No patient or user harm reported. Investigation is ongoing.

Manufacturer narrative:
The customer reported that the replacement flow sensor assembly resolved the 1109 error code.